Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (cetirizin), cyclobenzaprine, ibuprofen and ranitidine. On (B)(6)2010, the patient had essure inserted. In september 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device and underwent a hysterectomy due to complications from the essure device/dilation and curettage/ablation). Essure was removed on (B)(6)2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, allergy to metals, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent.an additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted.no perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Diagnostic results: on (B)(6)2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes.within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received- new event mental anguish, depression were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device/dilation and curettage/ablation). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent.an additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted.no perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Diagnostic results: on (B)(6) 2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes.within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 13-mar-2018: pfs+mr received,reporter added,patient demographics added,lot no added,event added as follow : abnormal bleeding (vaginal),nickel allergy,patient did not undergo an essure confirmation test,ablation and insertion performed on the same day,patient historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (cetirizin), cyclobenzaprine, ibuprofen and ranitidine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device) and surgery (underwent a hysterectomy due to complications from the essure device/dilation and curettage/ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent. An additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted. No perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Diagnostic results: on (B)(6) 2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes. Within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (cetirizin), cyclobenzaprine, ibuprofen and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device and underwent a hysterectomy due to complications from the essure device/dilation and curettage/ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, allergy to metals, depression, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent. An additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted. No perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Patient received treatment for bleeding. Diagnostic results: on (B)(6) 2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes. Within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received event " post procedural complication " was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('heavy menstrual bleeding/abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (cetirizin), cyclobenzaprine, ibuprofen and ranitidine. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced allergy to metals ("nickel allergy") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device and underwent a hysterectomy due to complications from the essure device/dilation and curettage/ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the allergy to metals, depression, anxiety and post procedural complication outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent.an additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted.no perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Patient received treatment for bleeding, pain. Diagnostic results: on (B)(6) 2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes.within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received , event outcome , rcc addd. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("heavy menstrual bleeding/abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 731587) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and medical device monitoring error "insertion and ablation done on the same day". The patient's concurrent conditions included fibromyalgia. Concomitant products included cetirizine hydrochloride (cetirizin), cyclobenzaprine, ibuprofen and ranitidine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and allergy to metals ("nickel allergy"). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device and dilation and curettage/ablation). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: an essure coil was also removed with the novasure device. The hysteroscope was reinserted and the essure device was going to be intact and in normal position with 3 trailing coils on the left side, but the right was absent. An additional essure device was then inserted into the right tubal ostium in the above stated fashion without difficulty. When this was deployed, 5 trailing coils were noted. No perforations were noted and the uterus distended well without evidence of perforation. There were no additional complications, failed ablation on removal of essure. Diagnostic results: on (B)(6) 2010 pathology test reveled:- cervix with chronic inflammation and focal parakeratosis, endometrium with features of prior ablation and areas with late secretory phase changes,ablation and areas with late secretory phase changes,bilateral essure devices within fallopian tubes. Within the intramural aspect of the right fallopian tube is a tightly coiled band of metal. A similar structure is present within both the intramural aspect and the attached stump of left fallopian tube. A separate, focally straightened portion of similar appearing coiled metal is also present measuring 7.2 cm in length x 0.1 cm in diameter. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, patient demographics added, events added as :- pelvic pain, event outcome for event vaginal haemorrhage and menorrhagia updated from unknown to recovered/ resolved. Concomitant drug added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.